Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. Report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address polyethylene wear and instability post-operatively. Attempts have been made, however, no additional information is available.